Event description:
Faulty valve sets are allowing the leakage of unintended ingredients into IV nutrition bags on the automated compounder. This is particularly occurring with lipids leaking into bags which should not contain lipids. This is a known, recurring issue but it is unknown how widespread this is, or which specific lots are not impacted. FDA safety report ID# (B)(4).